Event description:
Surgeon informed field service engineer that the electrodes implanted on the 14.jan.2019 are a little low. Low means the electrodes are placed a little caudal.

Manufacturer narrative:
A mail was received from the surgeon stating that the accuracy was compared to the pre-op plan with the electrode positions achieved. The surgeon is finally happy with the accuracy for the subject surgery therefore the issue described does not meet the criteria of a complaint.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
Surgeon informed field service engineer that the electrodes implanted on the (B)(6) 2019 are a little low. Low means the electrodes are placed a little caudal.